Manufacturer narrative:
An event of valve insufficiency was reported. Morphological and histopathological examination confirmed the reported leaflet tear. Leaflet 1 was nearly completely torn from the stent. There was focal fibrous pannus ingrowth, which was also focally calcified, on the inflow surface of leaflet 2. No acute inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. Information from the field indicated the patient had presented with streptococcus haemolyticus.

Event description:
On (B)(6) 2013, a 21 mm trifecta valve was implanted for aortic valve stenosis. In 2017, aortic insufficiency was observed which worsened over time. In (B)(6) 2018, the patient presented in heart failure, with valve insufficiency and streptococcus haemolyticus. The valve was explanted and a leaflet was found detached from the base of the valve. A perceval s (livanova) valve was implanted. The patient is reported to be stable. Abbott requested medical reports but they were not made available.